Manufacturer narrative:
The patient undergoing pump exchange on (B)(6) 2014 is reported under MFR report #0002916596-2014-00216. Approximate age of device- 4 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was experiencing an increase low flow alarms. The patient previously underwent pump exchange on (b)(3) 2014 due to driveline fracture. The manufacturer's technical service representative reviewed the log file and observed 137 pi events as well as 61 low flow events that were below the alarm threshold of the 2.5 lpm. Transesophageal echocardiography (tee) was performed and showed a cannula position change with intermittent obstruction likely causing low flow alarms. The patient situation cannot be improved due to being overweight and is recommended to lose weight.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow cannula position change could not be confirmed through this evaluation as no photos or CT scan images are available and no product was returned for analysis. However, the account concluded that the outflow cannula position change caused the low flow events. A specific cause for the outflow cannula position change could not be determined through this evaluation. Additionally, the submitted log file data revealed the occurrence of low flow hazard alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted log file contained data from on (B)(6) 2018 to on (B)(6) 2019. The log file captured low flow hazard alarms throughout the file. The log file appeared to show that the system was operating as intended. The account communicated stating that the cause of the patient¿s low flow alarms were due to cannula positioning. The patient had transesophageal echocardiography (tee) performed, which demonstrated that an outflow cannula position change with intermittent obstruction likely causing low flow alarms. The account stated that without weight loss, it would be unlikely that the low flow alarms would improve. The patient was advised to call if they felt symptomatic with low flow alarms or have an increased frequency of low flow alarms. The patient was also recommended to lose weight to improve symptoms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). The heartmate ii left ventricular assist system instruction for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. The estimated flow is a value that is calculated from power and speed while pump power is a direct measurement of motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. The IFU outlines all pump parameters, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and provides information regarding the assessment of pump flow. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU emphasizes that the graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, the heartmate ii left ventricular assist system IFU and patient handbook outline all system controller alarms and the appropriate actions associated with each alarm condition.

Event description:
The account detailed that the obstruction was observed in the outflow cannula.